Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedure. It was reported that during a procedure a significant amount of fluid leaked from the junction point between the white connector and the tubing and also from the luer lock and the tubing. There was no reported harm to patient or user.

Manufacturer narrative:
Remedial action is required due to the risk of injury from slipping or falling from excess water on the floor. Based on the information provided, there was no injury to either patient or user.